Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump needs a battery change every 2 hours. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. The customer uses the recommended batteries and has not done anything unusual. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The insulin pump was received with normal operating currents. No unexpected low battery alert noted.